Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to broken wires on the monitor's electrode belt receptacle. The monitor was unable to complete a baseline. The root cause for the damaged connector was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).